Event description:
The lead was repositioned after patient represented to the clinic with low r-waves and high thresholds. A micro- dislodgement was suspected.

Manufacturer narrative:
No medwatch form was received.